Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient 's internal normalized ratio (inr) 6 days prior to admission on (B)(6) 2023 was only slightly above goal at a level of 3.2. The patient was admitted on (B)(6) 2023 for a brain bleed. The stroke was not confirmed. A computed tomography captured a very large acute intracerebral brain hemorrhage (ich) within the right posterior temporal, parietal, and occipital lobes measuring approximately 6.7 by 4.4 centimeters. The patient was confused and disoriented. The patient was transferred and received emergent neurosurgery evaluation. The family elected to pursue comfort care due to poor prognosis. The patient passed away due to the brain bleed. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.